Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient had an unrelated ablation procedure wherein the patient's ipg was turned off and not set to surgery mode. Following the procedure, the patient was receiving the message "connection problem with the generator, the generator is not responding". The patient met with a manufacturer representative for trouble shooting and the device was successfully recovered. Access to therapy was restored.

Manufacturer narrative:
A patient controller communication error message displaying ¿connection problem with the generator, the generator is not responding¿ was reported to abbott. The patient had an unrelated surgical procedure and therapy was turned off, but the system was not set to surgery mode. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.